Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). Same case as 2134265-2009-04559. It was reported that post-percutaneous coronary intervention procedure, a patient death occurred. Two lesions were identified. Target lesion #1 was 85% stenosed and located in the left anterior descending (lad) artery. The lesion was 20mm in length and the reference vessel diameter was 3.0mm. A liberte bare metal stent (bms) 3.0x20mm was implanted at the lesion site. Residual stenosis was reported as 5%. Target lesion #2 was 85% stenosed and located in the circumflex (cx) artery. The lesion was 12mm in length and the reference vessel diameter was 2.5mm. A liberte bare metal stent (bms) 2.5x12mm was implanted at the lesion site. Residual stenosis was reported as 5%. No patient complications were reported and the procedure was reported as a technical success. Medications prescribed at discharge were asa and clopidogrel. Eleven days post-procedure, sudden cardiac death occurred. No further information is available.